Event description:
Hcp stated the catheter was removed because the pt had a lump on his back and fluid in the area did not seem to be draining. The catheter tip was dark and culture results of the tip were negative. A replacement catheter of the same model is functioning well.